Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A watchman access system (was) was advanced with a 24mm watchman flx closure device and delivery system (wds) and positioned at the laa then subsequently deployed. The physicians noted the patient table had been lowered, and also noted the deployment was deep. The closure device was recaptured and then re-deployed, successfully meeting release criteria then subsequently it was implanted. A pe and cardiac tamponade were immediately noted around the right atrium. Protamine medication was given to reverse the anticoagulation given in the procedure. A pericardiocentesis was performed. The procedure was concluded. The patient was discharged home the following day post index procedure.